Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11192. It was reported that the patient presented at follow up in-clinic experiencing an infection. The healthcare provider decided to explant the pacemaker and right ventricular lead. The patient¿s condition was stable.